Event description:
The patient reportedly experienced decrease in performance while wearing the external equipment. The patient was seen at the center for evaluation. A decision was made to explant the patient's device. Surgery to explant the patient's c1 device is to be scheduled.